Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the report from hospital say: the patient was admitted to the hospital due to acute myocardial infarction and heart failure. During the process of assisted breathing with a ventilator, the motor malfunctioned, which may have caused a power failure in the system due to prolonged operation of the ventilator, resulting in the ventilator being unable to function properly and endangering the patient's life. Other invasive ventilators were immediately adjusted for the patient's use. After examination, it was found that the fan blades were stuck and the coil was burned, causing the compressor to overheat and protect. The patient returned to the factory to replace the cooling fan and eliminate the fault." (2) no clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
The following was reported: "during the use of the machine, a fan defect alarm occurred. After reporting to the biomed department, the biomed department informed the third-party maintenance personnel to replace the fan, and the defect was solved. The machine is currently in normal use. As the defect occurred during use of the ventilator and an alternative one was immediately used, no injury was caused to the patient." The provided log files do not cover the date of the event.